Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the no delivery alarm on the insulin pump in the middle of the night and even when the insulin pump was not connected to her. The customer's blood glucose was unknown. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, but the customer stated that insulin did not exit as well as that the insulin pump alarmed no delivery. The customer confirmed that the no delivery alarm occurred during a manual prime. Explained that the alarm may have been caused by an occlusion related to the infusion set or reservoir. Advised to replace the infusion set and reservoir as soon as possible. Advised that air in the infusion set could also cause elevated blood glucose. The customer stated that there was a large void of air in the tubing. Troubleshooting was done. Advised customer of different causes and remedies for the air bubbles. Advised to change the infusion set. Nothing further reported.